Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the kidney transplant procedure, the surgeon pushed the green button and started squeezing the handle; however he/she could not fully fire the device till the distal end. Patient status is unknown.